Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system on (B)(6), 2008 to treat her stress urinary incontinence. According to the complainant, since the second day after the implantation the patient has experienced numerous incidences of urge incontinence daily. One week post-procedure, she consulted with the implanting physician, who prescribed enablex, oral tablet, #1 once a day. She was also prescribed anticholinergic medication (exact type and duration unknown). The patient managed her incontinence with a suprapubic catheter. She reportedly also experienced infections (dates/specifics unknown) for six months, and went to the emergency room repeatedly for pain (dates/specifics unknown). The patient consulted with numerous urologists, most of whom suggested she have the lynx device removed. On (B)(6), 2009, one of these consulting physicians explanted the lynx mesh from the patient after diagnosing that it was "too tight." On (B)(6), 2009, the explanting physician performed urethrolysis with a harvest of the martius fibrofatty flap, cystoscopy, and insertion of a suprapubic catheter. The patient was discharged from the hospital on (B)(6), 2009, without a urethral catheter or penrose drain. On (B)(6) 2009, the patient returned for a wound check, to have her catheter capped, and to start her voiding spontaneously. It was noted that the wound was in excellent repair, and there was no drainage from the vaginal vault. The patient was prescribed 100 mg. Of oral macrobid daily for five days post suprapubic catheter removal, and detrol (duration unknown) for her urinary urgency. She was given a 12ml syringe and taught how to deflate the foley catheter. She was also instructed to do bladder drill exercises to strengthen the pelvic floor, and to refrain from intercourse for another eight weeks. In 2010, the patient had two interstim treatments which were ineffective. Botox therapy was suggested but was not pursued.

Event description:
Additional information received on (B)(6) 2014 noted that the patient was experiencing a lot of pain after having the sling removed in 2009. In 2013, the patient was injected with botox into her bladder to make it swell and hold more fluid. This procedure will be done every 6 months. Patient is allowed to drink only water and milk and no drinks that contain caffeine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's condition has not changed - the patient is still severely incontinent and has no bladder control. The patient was told that the bladder is still too small and had not stretched out yet. The patient had several surgeries to correct this (exact type and date unknown) but they were unsuccessful.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a sling placement procedure in (B)(6) 2008. There were no complications during the initial procedure. According to the complainant, the patient became more incontinent than before the sling placement immediately post procedure. The patient was told that the bladder would not hold more than 2 ounces. About a year and a half after the initial procedure (exact date unknown), the patient had the sling removed by a different physician. It was reported that there was no medical intervention between the initial procedure and the explant procedure. The patient was prescribed five or six different medications, but the type, dose, and duration of each are unknown. The patient's bladder capacity has not changed since the explant and the patient continues to experience incontinence. Attempts to obtain additional information from the implanting physician have been unsuccessful.